Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. The pump was unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, missing end cap sticker and cracked battery tube threads.

Event description:
The customer's father reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The father stated that the pump would not stop delivering insulin half way through the bolus. The customer could not determine whether it was a no delivery alarm. The father stated that his son's pump stopped working and it would not give him an entire bolus. The father stated that he had to take the reservoir out and does not know if he can start over. The father stated that there were no alarms. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.